Event description:
(B)(4). I was implanted with essure 5 1/2 weeks postpartum. I woke up feeling like my ribs had been broken. I had severe pelvic pain, hip pain, and lower back pain. The bleeding started less than a week after being implanted. I bled for about a month straight and after that the bleeding would return during and after intercourse and last for a week to 2 weeks. Ii have a history of severe fibromyalgia and ibs which flared up soon after implant.